Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. The device was returned to covidien for evaluation and initial inspection discovered that the device was reprocessed by the company of (B)(4).

Event description:
The customer reported that the device did not seal the tissue during a radical abdominal hysterectomy. There was no injury to the patient. The site has noted that the device is not available.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.